Manufacturer narrative:
Release bar, wheel.

Event description:
It was reported by service report that the breakaway would not lock in the up position and one of the wheels from the base was missing. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.